Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient was implanted with 2 leads from the same lot. It was reported the patient complained of ineffective stimulation coverage. Reprogramming was unable to resolve the issue. An x-ray showed the leads had migrated. The physician explanted and replaced the leads on (B)(6) 2013, and the patient reported effective stimulation coverage postoperative.